Manufacturer narrative:
Section d1: brand name corrected. Section d4: model number and catalog number corrected. Manufacturer's investigation conclusion: the reported events of the centrimag console not powering on properly and switching between power sources with an alarm were confirmed; however, it was determined that the centrimag motor was unrelated to the causes of the events. The centrimag motor (serial number unknown) was not returned for analysis, and the causes of the reported events were isolated to an issue with the returned centrimag console (MFR #: 3003306248-2024-04428). The motor was unable to be correlated to the root causes of the reported events. The serial number of the centrimag motor was not provided. The 2nd generation centrimag system operating manual (rev. L) section 3 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the user was setting up the blood pump for use and while on a patient, the item failed on battery. The user stated that it appeared to be switching between alternating current (ac) and direct current (dc) power and alarming, however, the device was not switching on for use. The user swapped the blood pump for another.